Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reviewed and all production steps were performed accordingly. The final acceptance test proved the device functions to be as specified. In a next step, the pacemaker was subjected to an electrical and visual incoming inspection. Visually no deficiencies were observed. The pacemaker was interrogated without abnormality. The device was programmed in ddd mode with a basic rate of 60 bpm and pulse amplitudes of 1.8 v in the atrium and 4.2 v in the ventricle. Automatic capture control was switched on. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. The therapy functions proved to be fully functional. Next, the impedance measurement functions of the device were tested with a clinical programmer and proved to be within specification. There was no indication of a device malfunction. During the further course of the analysis, the pacemaker¿s memory content was thoroughly investigated. The inspection revealed that the clinical observation resulted from an unintended software command, which reactivated the most recently used program. In this case, the off mode was reactivated, which had been utilized during the intrinsic rhythm test in the preceding follow-up. The software command was unintendedly triggered by a bit flip in a special memory area. Based on the available data, the root cause for the bit flip could not be determined. Therefore, the presence of invasive external influences, such as strong electromagnetic fields, may have contributed to the clinical observation. The analysis did not reveal any sign of a material or manufacturing problem. We would like to emphasize that no similar occurrences have been reported to biotronik up to date. This case represents a single event and the complaint rate of (B)(4) is very low.

Event description:
It was reported that the device was explanted because it went in the off mode. The patient was reportedly dizzy. Should additional information be received, this file will be updated.